Manufacturer narrative:
Event description continuation: since two ablation catheters were used, this event is being reported under both catheters. Multiple attempts have been made to clarify which catheter had the force and deflection issue, however clarification was not received. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: soundstar eco catheter (model# m-5723-18 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: pi1-1pkfiic. Biosense webster manufacturer's ref. No.'s pi1-1nkl6qe / pi1-1pkfiic are related to the same incident.

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a heart block (requiring no medical or surgical intervention) and a cardiac tamponade (requiring pericardiocentesis). Physician encountered difficulties maneuvering the smarttouch sf catheter toward the rvot and attributed the issue to the patient¿s small heart. High contact force was displayed while using the first smarttouch sf catheter. In addition, the physician found that the catheter could not deflect, so he exchanged this catheter for another. These issues are not MDR reportable because the force warning functioned as intended and the deflection issue has a remote potential risk that it could cause or contribute to a serious injury or death. During the mapping phase, the patient became hypotensive and a right bundle branch block was observed. Tamponade was confirmed via soundstar catheter. Pericardiocentesis was performed and yielded an unspecified amount of fluid. The blood pressure then recovered and the procedure was completed. There is no information regarding extended hospitalization. Patient condition has improved. It was noted that there was no pre-procedure baseline effusion detected. Factors cited that may have contributed to the adverse event include the patient¿s small heart. Physician indicated that the tamponade may have occurred when a high contact force warning populated. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. Generator parameters, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed.